Event description:
Additional information was received in which it was reported that system revision was performed due to infection/sepsis. The patient was hospitalized and intravenous antibiotics were administered. The right ventricular (rv) lead was explanted. It was noted that the device was to be sent to pathology prior to device return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection/erosion. Infection was confirmed as vegetation was observed on the leads. A pocket revision was performed and the incision was revised as well, as the original incision appeared to have reopened. Intravenous antibiotics were administered during the pocket revision. The right ventricular (rv) lead remains in service. The field representative believed the patient was to be scheduled for an extraction, however surgical explant was not yet confirmed. There were no additional adverse effects reported.